Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no: 826267-invalid, b26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: uterus showing benign secretory endometrium with numerous foci of adenomyosis. Cervix negative for dysplasia. Ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. Unremarkable fallopian tube fimbria. Ovaries negative for malignancy. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding, loop electrosurgical excision procedure, fibromyalgia and hypothyroidism. Concomitant products included diflorasone, etonogestrel (nexplanon), gabapentin, hydroxychloroquine, paracetamol (tylenol 8 hour), thyroid and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"), 23 days after insertion of essure. On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, weight increased, mood swings and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2014: results: both fallopian tubes appear to be occluded. Lot number: b26267, manufacture date: 2013/04, expiration date: 30/04/2016, lot number: 826267, reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received. Concomitant medication and condition added. Events hormonal changes describe: mood swings, lower back pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no. 826267-invalid, b26267, 827884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. * on (B)(6)2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: - uterus showing benign secretory endometrium with numerous foci of adenomyosis. - cervix negative for dysplasia. - ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. - unremarkable fallopian tube fimbria. - ovaries negative for malignancy. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding, loop electrosurgical excision procedure, fibromyalgia and hypothyroidism. Concomitant products included diflorasone, ethinylestradiol;norethisterone acetate (loestrin), etonogestrel (nexplanon), gabapentin, hydroxychloroquine, paracetamol (tylenol 8 hour), thyroid and topiramate (topamax). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"), 23 days after insertion of essure. On (B)(6)2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries),bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, weight increased, mood swings and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia discrepancy noted in date of insertion-(B)(6)2013, (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion; on (B)(6)2014: results: both fallopian tubes appear to be occluded. Lot number:b26267 manufacture date: 2013/04 expiration date: 30/04/2016 lot number 826267 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lot number were added. Treatment and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no. (827884,826267)-inv,b26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. * on (B)(6)2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: uterus showing benign secretory endometrium with numerous foci of adenomyosis. Cervix negative for dysplasia. Ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. Unremarkable fallopian tube fimbria. Ovaries negative for malignancy. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding, loop electrosurgical excision procedure, fibromyalgia and hypothyroidism. Concomitant products included diflorasone, ethinylestradiol;norethisterone acetate (loestrin), etonogestrel (nexplanon), gabapentin, hydroxychloroquine, paracetamol (tylenol 8 hour), thyroid and topiramate (topamax). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"), 23 days after insertion of essure. On (B)(6)2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries),bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, weight increased, mood swings and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia discrepancy noted in date of insertion-(B)(6)2013, (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Unilateral occlusion (left tube occluded); on (B)(6)2014: results: both fallopian tubes appear to be occluded. Unilateral occlusion (left tube occluded). Lot number:b26267, manufacture date: 2013/04, expiration date: 30/04/2016. Lot number 826267 and 827884 reported are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: lot number corrected. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 826267-invalid, b26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding, loop electrosurgical excision procedure and fibromyalgia. Concomitant products included diflorasone, gabapentin, paracetamol (tylenol 8 hour), thyroid and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries),bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: both fallopian tubes appear to be occluded on (B)(6) 2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: - uterus showing benign secretory endometrium with numerous foci of adenomyosis. - cervix negative for dysplasia. - ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. - unremarkable fallopian tube fimbria. - ovaries negative for malignancy. Lot number:b26267 manufacture date: 2013/04 expiration date: 30/04/2016 lot number 826267 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no. 827884,826267-not valid,b26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: - uterus showing benign secretory endometrium with numerous foci of adenomyosis. - cervix negative for dysplasia. - ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. - unremarkable fallopian tube fimbria. - ovaries negative for malignancy. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding, loop electrosurgical excision procedure, fibromyalgia and hypothyroidism. Concomitant products included diflorasone, ethinylestradiol;norethisterone acetate (loestrin), etonogestrel (nexplanon), gabapentin, hydroxychloroquine, paracetamol (tylenol 8 hour), thyroid and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"), 23 days after insertion of essure. On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries),bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, weight increased, mood swings and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Unilateral occlusion (left tube occluded); on (B)(6) 2014: results: both fallopian tubes appear to be occluded. Unilateral occlusion (left tube occluded). Lot number:b26267 manufacture date: 2013/04 expiration date: 30/04/2016. Lot number 826267 reported is invalid. Lot number (b26267). Lot number 826267 reported is invalid. Lot number reported 827884 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 826267-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries),bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety and weight increased outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: both fallopian tubes appear to be occluded. On (B)(6) 2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: uterus showing benign secretory endometrium with numerous foci of adenomyosis. Cervix negative for dysplasia. Ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. Unremarkable fallopian tube fimbria. Ovaries negative for malignancy. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 826267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries),bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety and weight increased outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: both fallopian tubes appear to be occluded on (B)(6) 2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: uterus showing benign secretory endometrium with numerous foci of adenomyosis. Cervix negative for dysplasia. Ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. Unremarkable fallopian tube fimbria. Ovaries negative for malignancy. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs+mr received, reporter added, concomitant codnition added,lot number added, event added as :- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, hair loss, hysterectomy (full), oophorectomy (bilateral removal of ovaries), pain, psychological or psychiatric problems: depression, mental anguish, salpingectomy (bilateral removal of fallopian tubes), weight gain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 37-year-old female patient who had essure (batch no. (827884,826267)-inv,b26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2015 patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: - uterus showing benign secretory endometrium with numerous foci of adenomyosis. - cervix negative for dysplasia. - ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. - unremarkable fallopian tube fimbria. - ovaries negative for malignancy. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding, loop electrosurgical excision procedure, fibromyalgia and hypothyroidism. Concomitant products included diflorasone, ethinylestradiol;norethisterone acetate (loestrin), etonogestrel (nexplanon), gabapentin, hydroxychloroquine, paracetamol (tylenol 8 hour), thyroid and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"), 23 days after insertion of essure. On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries),bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, weight increased, mood swings and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia discrepancy noted in date of insertion -(B)(6) 2013. Plaintiff received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Unilateral occlusion (left tube occluded); on (B)(6) 2014: results: both fallopian tubes appear to be occluded. Unilateral occlusion (left tube occluded). Lot number:b26267, manufacture date: 2013/04, expiration date: 30/04/2016. Lot number 826267, and 827884, reported are invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: bladder/urinary problems added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no: 826267- invalid, b26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index normal, irregular periods, overactive bladder, dysfunctional uterine bleeding, loop electrosurgical excision procedure and fibromyalgia. Concomitant products included diflorasone, gabapentin, paracetamol (tylenol 8 hour), thyroid and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )", menorrhagia ("abnormal bleeding (menorrhagia)", dysmenorrhoea ("dysmenorrhea (cramping)", depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (bilateral removal of ovaries), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 5; right: unable to see right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: both fallopian tubes appear to be occluded. On (B)(6) 2015, patient had surgical pathology report resulted in uterus, cervix, right and left fallopian tubes: uterus showing benign secretory endometrium with numerous foci of adenomyosis. Cervix negative for dysplasia. Ovaries and fallopian tubes showing numerous tubal ovarian adhesions with endometriosis. Unremarkable fallopian tube fimbria. Ovaries negative for malignancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event abdominal pain were added. Lot number, concomitant condition and medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.